Event description:
It was reported a patient's right ventricular (rv) lead presented with a short that led to failure to deliver shock during the patient's first two ventricular tachycardia (vt) episodes. During the third ventricular tachycardia (vt) episode, the lead was able to correctly facilitate therapy delivery, not during low defibrillation amplitude lead impedance measurements. The rv lead was explanted and replaced in a procedure on (B)(6) 2022.. The patient was stable.

Manufacturer narrative:
The reported events of no high voltage output and low defib impedance were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.